Manufacturer narrative:
The referenced report of previous percutaneous lead (driveline) replacements are covered under medwatch MFR report #2916596-2017-00233 and medwatch MFR report #2916596-2018-01223. Approximate age of device ¿ 5 years.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. Technical services reviewed the submitted log files, and pump stoppages and pump decelerations were confirmed. The patient was given an ungrounded power module patient cable. Due to previous percutaneous lead (driveline) replacements, patient received a pump exchange on 22jun2018. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of returned device confirmed driveline damage that could have resulted in the reported low speed and pump stop events. The pump was returned assembled with the driveline cut approximately .75 inches from the pump housing and distal portions were returned measuring approximately 22 inches and 13 inches. The sealed inflow conduit and sealed outflow graft conduit were not returned. The outlet elbow was attached to its respective pump port. The bend relief collar was also returned. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. A driveline repair was present approximately 18 inches from the controller connector. The repair site was disassembled and no issues were found. Examination of the outer silicone jacket and the bionate layer were unremarkable. Electrical continuity testing revealed no discontinuities or shorts. Approximately 1 inch of metal shielding breakdown on the internal 13 inches portion of the driveline. An insulation breach on the black wire at the location of the shielding breakdown was identified. The observed wire damage appeared to be the result of abrasion against the metal braided shield due to repetitive flexing at this location. If exposed conductors from the damaged black wire made contact with the metal braided shield while the system is connected to a tethered power source, the resulting electrical short could have resulted in the reported low speed and pump stop events. The remaining driveline was submerged in a saline bath for high potential testing to check for any further current leakage through the wire insulation. No other breaches were found. No further information was provided. The manufacturer is closing its file on this event.